Event description:
It was reported that the ilet user experienced hyperglycemia after forgetting to announce a large meal of a hamburger and fries, with blood glucose rising to 349 mg/dl approximately one hour post-meal and beginning to decline to 326 mg/dl by the end of the call; the user was advised not to enter a late meal announcement and to allow the system¿s correction algorithm to regulate. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-monitoring at home without emergency treatment or hospitalization. Investigation included troubleshooting and user education regarding meal announcement timing and use of automatic correction. Investigation of this case revealed user error related to a missed meal announcement, with the device operating as designed and initiating correction. It was concluded that the event resulted from user handling rather than a device malfunction, and no device component failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.